Event description:
It was reported that during a thyroid procedure, a piece of metal came off the device. Not sure if it fell into the patient. Used a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Results = broken blade. Evaluation summary: the analysis results found that the device was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.